Event description:
It was reported that a foreign substance was found inside of the sterile packaging of the device at the user facility. No impact to the patient or procedural delays were reported as associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device discarded by customer.

Event description:
It was reported that a foreign substance was found inside of the sterile packaging of the device at the user facility. No impact to the patient or procedural delays were reported as associated with the event.